Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the initial evaluation of the device at the manufacturer's service center a ventilator service required code was found in the device's error log relating to a permanent failure to the internal li-ion battery. As well as a ventilator service required reminder error code. The service technician has yet to state a resolution. Additionally, the feet and porting block need to be replaced. It is noted that the device failed an unspecified repair test. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the initial evaluation of the device at the manufacturer's service center a ventilator service required code was found in the device's error log relating to a permanent failure to the internal li-ion battery. As well as a ventilator service required reminder error code. The service technician has yet to state a resolution. Additionally, the feet and porting block need to be replaced. It is noted that the device failed an unspecified repair test. The service technician confirmed that the device failed a test step relating to the internal battery capacity. The service technician states that the internal battery will need to be replaced to resolve the error code and failed test step. It is also noted by the technician that the device failed the active exhalation repair test. After running some troubleshooting tests, the active exhalation repair test could not be confirmed and should be disregarded. The repair has been put on hold awaiting the internal battery replacement part.